Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID 355531 lot# n334054, implanted: 2012 (B)(6), product type screening device product ID, 3550-39 lot# n322204, implanted: 2012 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) moved because, it was uncomfortable. It was stated that the patient's device was moved from their back to their stomach. If additional information becomes available, a supplemental report will be filed.

Event description:
It was further reported that the patient's stimulation "worked well" and the checked impedances were "ok".